Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited noise.; a lead fracture was suspected. The lead was explanted and replaced. The patient was in good condition following the procedure.